Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) procedure. Once completed the patient was brought back to their room and their blood pressure dropped while experiencing chest pain. An echo was performed which showed an effusion and the patient was brought back to the cath lab for a pericardiocentesis and eventually a sternotomy to stop the bleeding. The lp was not explanted. The patient was in recovering condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.